Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a (B)(6) male coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as: patient make a mistake and area not being clean before starting pd. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with injection reflin (1gm, daily, ip) which continued. The event of peritonitis was resolving. It was not reported if the patient was trained in aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. The nurse believed that the peritonitis was not related to the dianeal pd2 ultrabag therapy, but did not provide and assessments of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.